Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09 may 2016 with the following findings: review of the black box data revealed an unexplained loss of prime on (B)(6) 2016 at 17:01. Delivery was never resumed after. The black box data revealed a ¿replace cartridge¿ alarm on (B)(6) 2016 at 19:45; deliveries were resumed at 20:00. On (B)(6) 2016 at 17:36 a ¿replace cartridge¿ alarm was recorded; deliveries resumed at 18:03. On (B)(6) 2016 at 19:19, a ¿loss of prime¿ event was recorded followed by a ¿no cartridge detected¿ warning at 19:22; deliveries resumed at 19:28. On investigation, the pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering accurately within the required range. The force sensor calibration check showed the pump was detecting the correct force. The pump cover was removed for further investigation and revealed the force sensor pins were properly seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the device was found to be operating within the required specifications without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 25 mmol/l (450 mg/dl). No symptoms suggestive of hyperglycemia were reported. This reported blood glucose elevation does not meet animas' criteria of a reportable adverse physical event. The distributor reported that the patient's blood glucose was lowered using an insulin injection pen. Troubleshooting performed by the distributor did not reveal any pump malfunction. The pump settings were as intended and the pump history revealed delivery as per the pump settings. It was reported that changing the insulin supply, the infusion set and the infusion site did not remedy the alleged hyperglycemia. This complaint is being reported as there is an allegation against the delivery function of the pump.